Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient got multiple messages that said notice draining slowly. A review of the patient¿s treatment records identified that the patient readings indicated an overfill during drain 1 of pd treatment. The patient drained 3052 ml of 1696 ml fill. This drain volume is 180% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up, the pd nurse verified the overfill event and said the patient had no harm, intervention or adverse event. The patient was able to do manual treatments while waiting for new cycler. The cycler is available to return.